Event description:
Procedure: not known. Reportedly, after using the return electrode pad, inflammation of the skin and water blisters were noticed. The skin was treated properly and there was no report on the degree of the burn.